Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An fse was able to reproduce the issue and replaced setup joint (suj) 1 and 3 due to non-recoverable error 23072. The system was tested and verified as ready for use. As of the date of this report, the suj 1 and 3 have not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during da vinci-assisted endometriosis resection surgical procedure, site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report recoverable error 23070 on universal surgical manipulator (usm)1. Site restarted the system and installed a new drape with no change. Logs indicated error was pointing to suj1 z axis pot comparison error. Tse walked caller through a hard power cycle and exercised suj1 through the vertical range of motion with no change. Site disabled the usm 1 and continued as 3 usm procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed prior to issue being identified. The procedure needed 3 arms. So usm 1 was disabled. The procedure was completed robotically with 3 usms with no reported injury. Patient demographic was not available.

Manufacturer narrative:
Both set up joints (suj) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint on the first suj via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23072 error was triggered indicating excessive mismatch between encoders, replicating the report event. As a result of these findings, fa was able to conclude that the proximal and shoulder harnesses were found to be the possible root cause for the reported event. Fa was able to confirm the reported complaint on the second suj via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23072 error was triggered indicating excessive mismatch between encoders, replicating the report event. As a result of these findings, fa was able to conclude that the proximal and shoulder harnesses were found to be the possible root cause for the reported event the probable root cause of error 23072 is attributed to a sensor failure resulting in a difference between the primary and secondary (suj) readings that is larger than expected. The arm with the faulty suj sensor is placed in a locked state while the remaining arms on the system arm placed in a recoverable soft-lock mode.

Event description:
Refer to h11 for follow-up information.